Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, persistent bleeding occurred after use of a 5f mynx control vascular closure device (vcd). Manual compression was performed to achieve complete hemostasis. There was no reported patient injury. Pulsatile bleeding at the puncture site was noted upon removal of the advancer tube, and the sealant was deployed to the proper location. No issues were noted during balloon retraction or the button#2 step. The device was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The femoral artery suitability was verified, the vessel type was arterial, vessel diameter was greater than or equal to 5 mm, there was little or no vessel tortuosity, and there was little or no presence of peripheral vascular disease or calcium near the puncture site. The device will be returned for evaluation.